Manufacturer narrative:
Neither the rapid infuser nor the implicated disposable set have been returned for investigation. The manufacturing records for both the hardware device and the disposable set were reviewed and no anomalies have been identified. No patient injury has been reported. The investigation is not yet complete. A follow-up report will be submitted.

Event description:
Belmont's sales representative received a complaint from the user facility and relayed the following report: "during rapid transfusion blood products leaking of blood products occurred. Not clear on source."